Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a nurse regarding a (B)(6), female patient who was receiving bupivacaine 20mg/ml at 4.656 mg/day and morphine 40mg/ml at 9.313 mg/day via an implantable pump for non-malignant pain, chronic low back pain and cervical/neck. On (B)(6) 2015, (B)(4) appeared on the personal therapy manager (ptm). The pump logs showed at 22:14 a low battery reset occurred and the pump was in safe state. No patient symptoms were reported. Additional information has been requested regarding actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Eval code-conclusion: after analysis and review, the previously reported code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4). Analysis of the pump found battery high resistance.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was explanted and returned. The print report showed that the low battery reset and pump in safe state occurred on (B)(6) 2015 at 23:17. Safe state occurred again on (B)(6) 2015 at 11:51. A motor stall recovery also occurred on (B)(6) 2015 at 11:51.